Event description:
Initial reporter indicated that the patient had left vocal cord paralysis and hoarseness noted immediately on implant date. It was also noted that there was tethering of the lead so that it stretches, is visible with the chin tilted up. The patient's vns is currently programmed on and they are receiving speech therapy for their left vocal cord paralysis. The vocal cord paralysis is being related to their implant surgery.